Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all patients that had been discharged were not dropping off. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server purge process was failing due to purge selection failure. The technical support specialist (tss) ran purge checks per knowledge article controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time, identified the purge failure flag, and corrected the issue by increasing sql server memory allocation to 50 percent of installed random access memory. The bd maintenance service was restarted, and monitoring over one week confirmed no further purge failures, restoring normal purge operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.